Event description:
New information received noted that the lead also failed to capture. The sensing and capturing issue were both due to patient's scarred atrial tissue.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their atrial lead failing to sense signals. The lead was capped and replaced on (B)(6) 2020. Patient was stable after the procedure.